Event description:
I was admitted to the surgical center for removal of my gall bladder. I was released from the hospital in the morning of the next day. In the days following surgery I started to experience pain that radiated from above the elbow down through the pinky and adjacent finger of both my right and left arms and hands and numbness to the pinky and adjoining fingers of both hands. I reported the condition to the surgeon on the follow up visit eight days later and was told that this sometimes happens after surgery because of the way the arms are strapped down during surgery and that it would go away. I consulted a different health care professional the following month because the condition had not improved and was given medication and a course of treatment to follow to try and relieve the pain and numbness. It has been 5 weeks since the surgery and the problem still exists although treatment has given me some relief. This condition has resulted in pain and discomfort as well as interfering with daily activities, even simple things like opening a bottle of water, and has negatively impacted by ability to return to full and productive employment. Believe there was a procedural or equipment problem that occurred during surgery that resulted in this continuing medical condition.